Manufacturer narrative:
Concomitant products: serial number of the radio frequency controller not provided by the complainant. As received from the field, the external sheath was crumpled. This most likely occurred during the array retraction post ablation due to the tissue increasing the external diameter of the array in relationship to the internal diameter of the external sheath. Every novasure disposable device is inspected to ensure proper device deployment and retraction prior to final release. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).

Event description:
It was reported that physician performed a novasure endometrial ablation on (B)(6) 2014. The physician completed the procedure and during device removal, the physician visualized injury to the patient's "external os/cervix". It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.